Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. The reporter indicated that the patient¿s health care provider alleged that the pump¿s download showed incorrect calculations for recommended correction boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation with audio tones and vibrations functional. The pump was exercised for 24 hours with no alarms occurring. The returned pump was able to correctly calculate an ezbg bolus and an ezcarb bolus. The complaint that the pump was incorrectly calculating correction boluses was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.